Manufacturer narrative:
Age or date of birth: mean age. Sex: majority. Outcomes to adverse event, date of event, implant date: estimated dates. UDI #: the UDI is reported as unknown since the part number and lot numbers were not provided. (B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the reported patient effect of death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional patient effects referenced in the article are filed under a separate medwatch report number.

Event description:
It was reported through a post-market clinical follow-up evaluation report, that the xience prime may be related to death. There was off-label usage in the left main and in vein and artery stent grafts reported with some procedures.